Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant products: 5071-53 lead, implanted: (B)(6) 2009; 694765 lead, implanted: (B)(6) 2009; dtba1d1 ICD, implanted: (B)(6) 2014.

Event description:
It was reported that the ring to right ventricular (rv) coil vector for the left ventricular (lv) lead has had three high impedance measurements over the past nine months. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.